Event description:
It was reported that this lead was explanted due to sensing decrease during the prophylactical ICD exchange: the ICD (B)(6) was affected by the fsca bio-lqc initiated in march 2021. It is not clear what was the original reason of the revision: the lead performance or the intention to change the ICD. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 14 cm distal to the is-1 connector pin (into 2 segments). An extraction aid was found on the distal fragment. Additional cuts into the insulation were found between 50 and 52 cm proximal to the lead tips, which probably occurred during the extraction procedure. The insulation was found damaged between 20 and 23 cm proximal to the lead tip. Based on the characteristics of the insulation damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Furthermore, the fixation helix was found bent and stretched. The deformation probably resulted from the extraction due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this lead was explanted due to sensing decrease during the prophylactical ICD exchange: the (B)(4) was affected by the fsca bio-lqc initiated in march 2021. It is not clear what was the original reason of the revision: the lead performance or the intention to change the ICD. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.